Event description:
It was reported that the patient presented in hospital feeling unwell due to atrial fibrillation. Upon review, the patient's pacemaker was found to be at the elective replacement indicator (eri). It was suspected that eri had triggered incorrectly due to interference from an unrelated procedure and/or a temporary overshoot of the battery longevity calculation due to radio frequency telemetry lockout when an interrogation session was ended incorrectly. The patient was stable.

Event description:
It was reported that the patient presented in hospital feeling unwell due to atrial fibrillation. Upon review, the patient's pacemaker was found to be at the elective replacement indicator (eri). It was suspected that eri had triggered incorrectly due to interference from an unrelated procedure and/or a temporary overshoot of the battery longevity calculation due to radio frequency telemetry lockout when an interrogation session was ended incorrectly. The patient was explanted and replaced on (B)(6) 2024. The patient was stable.